Event description:
Approx 12 hours after surgery had acute re-accumulation of left frontal fluid collection associated with headache and disorientation. CT scan of brain revealed catheter tip in rt temporal horn with no change in ventricular size consistent with shunt malfunction.